Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm volbella® xc. One week later, the patient reported ¿strange sensation¿ in the lips, ¿some pain and blanching¿ at the vermillion border. The patient was diagnosed with ¿vascular occlusion¿ and was injected with hylenex right away. The hylenex treatment was continues daily for the following 10 days. The blanching subsided, the pain resolved, and the other sensations resolved as well. The patient was counseled to use a warm compress. By the next month, the patient had ¿full, normal sensation (without pain) with transient hypopigmentation at the occlusion site.¿ the event has resolved.